Manufacturer narrative:
Analysis was performed on the returned device. The reported foot separation was confirmed. The reported difficult to open or close the foot and difficulty removing the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It was reported that the device was removed with the footplate open, against resistance. It should be noted that the prostyle instructions for use (IFU), states: do not advance or withdraw the perclose prostyle smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. In this case, the removal attempt against resistance was circumstantial related to the difficulties experienced. Therefore, the IFU violation would not have directly contributed to the reported event. Based on the reported information and the observations from the returned device analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. The returned device condition indicates torsional manipulation applied prior to closing the foot contributed to the reported foot separation and observed guide separation. Separation of the guide would compromise the foot functionality which subsequently contributed to the reported inability to close the foot and difficulty removing the device from the anatomy. The reported patient effects of tissue injury and hemorrhage are known inherent risks of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Additionally, eight sterile/unused devices with lot # 4101741 were successfully tested with no anomalies noted. As such, there is no indication of a product quality issue.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using a prostyle after a diagnostic heart catheterization procedure with a 6f sheath. Reportedly, the device was inserted with no issue. After deployment, it was noted the footplate did not close. The device was advanced and reopened and closed. The device was removed with the footplate open, against resistance. When the device was removed, it was noted a foot was missing. The separated foot was not located. Pedal pulses were reviewed, as well as x-ray findings, and pulses were good. Ballooning was performed with a stent placed at the access site to achieve hemostasis. The patient was given four units of blood and remained the intensive care unit overnight. There was a clinically significant delay. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017 - against resistance.